Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported a high temperature alarm that could not be reset. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and could not confirm the reported problem. The fse cleaned the fan filter and replaced the air inlet filter to address the problem.

Manufacturer narrative:
G4: 13apr2020; b4: 13apr2020. H10: the field service engineer (fse) confirmed that the air inlet filter was dirty and that is why it was replaced. H11: b1: h1: h6: correction: additional information was received that the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient had to be transferred to a different ventilator as a result of this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.